Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an altitude alarm occurred, a minimum fill notification occurred with multiple cartridges during the load sequence. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.